Event description:
It was reported that no egv readings occurred. The sensor was inserted into the arm, which is off-label use of the device, on (B)(6) 2022. Data was evaluated and the allegation was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of no egv readings is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).